Event description:
While using a byte day aligners, patient reported they have consulted with an orthodontist in person and has been assured that byte plan and promise is impossible. They will get the letter. Requested df letter from their recent dental visit.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.